Event description:
It was reported by the sales rep that the hospital experienced, a balloon rupture on the intraclude aortic catheter. "Balloon pressure slowly declined from 400mmhg to 120 mmhg towards end of the case. They added volume when they lost occlusion after mitral valve repair and saw/felt the balloon rupture. No adverse event to patient." No prolonged or time. The hospital discarded the catheter and is not available for investigation.

Manufacturer narrative:
Device was discarded by the hospital per the md and lot number was not retained. Review of manufacturing records unable to be performed as the lot number is unknown. The product was not returned, and the root cause could not be determined for this device. Therefore, a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.